Event description:
It was reported that during an ostial right coronary artery stenting procedure, via radial access, the 3.0x08mm xience xpedition stent delivery system failed to cross the heavily calcified lesion and was removed without issue; however, upon removal, it was noted that the hub at the base of the shaft was cracked and leaking. There was no adverse patient sequela and no clinically significant delay in procedure. The access was changed to femoral and the lesion was pre-dilated. Another 3.0x08mm xience xpedition was implanted without issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Hub crack/leak was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.